Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a "system over temperature" alarm. The customer performed the necessary actions as per factory specifications. The message was cleared and 20 minutes later the "system over temperature" alarm retuned. The customer replaced the iabp to continue therapy.

Manufacturer narrative:
A company representative replaced the temperature sensor, and tested the intra-aortic balloon pump to factory specification. The iabp was released to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed a "system over temperature" alarm. The customer performed the necessary actions as per factory specifications. The message was cleared and 20 minutes later the "system over temperature" alarm retuned. The customer replaced the iabp to continue therapy.